Manufacturer narrative:
Reported event an event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results product evaluation and results: the inspection of mics states: collar locking mechanism - dislodged, root cause could not be determined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Collar locking mechanism - dislodged.